Event description:
It was reported that a spectrum infusion pump alarmed "system error 322." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom "system error 322 alarms." Review of the event history log confirmed the reported symptom "system error 322 alarms." The evaluation found that the upper latch switch bracket screws were loose, allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection, causing "system error 322" alarms. The upper auxiliary assembly, which contains the loose screws, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.